Event description:
A durable medical equipment supplier (dme) reported a device failure resulted in the fusing of an m-series heated humidifier to a continuous positive airway pressure device (CPAP) at their shared docking interface. The heated humidifier and the CPAP device were being used together to provided heated and humidified CPAP therapy. No harm or injury was reported.

Manufacturer narrative:
The humidifier and CPAP device were returned by the dme for evaluation. The heated humidifier was evaluated and two voids in the device's housing were observed. An internal examination of the device revealed thermal damage to its printed circuit assembly (pca). The thermal damage to the pca was isolated to an area proximal to its j3 connector assembly. The two voids in the device's housing, one each in the upper and lower housing assemblies, were directly above (upper housing void) or below (lower housing void) the failed pca j3 connector assembly. Based on these proximities and a visual examination of the failure, it is concluded these voids were caused by the pca j3 connector assembly failure. It is further concluded that the device's ul94v0 flame retardant rated housing was effective in minimizing the involvement of the device's housing in the thermal event. Evaluation of the CPAP device returned with the humidifier revealed minor warping to its housing. This warping of the CPAP device's housing was adjacent to the area of the humidifier that is concluded to have been damaged by the j3 connector assembly failure. Testing of the CPAP revealed it operated to design specifications. Based on these findings it is concluded that the CPAP device was only passively involved in the reported event, and was not a cause or contributing factor in the humidifier failure. The CPAP device is, therefore, listed as a concomitant medical product. Based on the investigation results available at time of this submission, the MFR believes the problem associated with this MDR report is an issue they have previously identified, investigated and reported to the us FDA (agency). This report to the agency was made in accordance with 21 cfr, part 806, in a march 2, 2009 communication to the (B)(4) district recall coordinator titled "remstar heated humidifier system, report of correction". At the time of the MDR submission the agency has not yet communicated the number they have assigned to action taken by the MFR that is identified in the march 2, 2009 communication. The MFR will file a follow-up report when their investigation is completed.